Event description:
It was reported that the pt experienced severe back pain, and that their stimulation was in the wrong location. The pt's stimulation was reported as being below the pain area. The pt was unable to relieve pain even when using high stimulation settings. Additional information received, reported that the event was not attributed to the implantable neurostimulator system. The pt's physician reported that the stimulation system was explanted and that the pt was considered as having "no injury".